Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a asymptomatic patient presented in the clinic for a routine follow up. It was noted that the atrial lead exhibited unacceptable capture threshold. The patient was brought in for lead repositioning and during the procedure it was noted that the patient suffered from twiddler's syndrome. The lead was explanted and replaced. The patient was stable throughout the procedure.